Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Process evaluation: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +08.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25. The vaulting is good and the patient is happy.

Manufacturer narrative:
The lens was returned dry, in lens case/vial. Visual inspection found the lens returned in pieces (unable to evaluate). (B)(4).